Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of repeated use and the post feature has fractured off. All pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured on an unknown date. Not all pieces were returned. Attempts have been made and no further information has been provided.